Manufacturer narrative:
The product was not returned for analysis. The reporter stated that the amount of viscoelastic used was approx. 0.1 ml. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon stated that the amount of viscoelastic used was approx. 0.1 ml. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride/override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, there was a plunger override and the lens would not advance. The scheduled procedure was completed on the same day. There was no patient harm. Additional information has been requested.